Event description:
Pt's family reports that the pump is not delivering all of the tpn solution. Hospira gem star pump is programmed to give 3500 cc tpn/lipids over 14 hrs with a 1 hr up time and 1 hr down time. The pump alarms that infusion is complete and there is a volume left in the tpn/lipid bag of 500 ml. The pump's end volume is reading 3500 ml. Batteries have been changed twice, once at the beginning of the infusion and then approx 4 hrs later so that the pump will run all night. This problem has happened repeatedly for the last 2 weeks. Hospira technical support contacted on 12-11-2006. Tech recommended that new pumps be programmed and sent to pt and current pumps be returned to be tested. The two new pumps that were sent have repeated the above problem with 500 cc of tpn/lipids left after pump alarms infusion complete with total volume infused 3500 ml. Pt has become hypoglycemic at the end of infusion. Blood glucose reported on three days later was 60.